Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for routine maintenance, it was discovered that the electrode belt would not stay connected to a monitor. The last pt to use this belt did not report any problems.

Manufacturer narrative:
Device eval summary: device evaluation of electrode sn (B)(4) has been completed. As received, the connector was broken on the trunk cable. The root cause for the broken connector cannot be positively identified but is likely a results of excessive force. No adverse event resulted from the broken connector. The last pt to use this belt did not report any problems.